Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the screw in the ins was tightened completely, directly out of the sterile packaging, and the healthcare provider could not get the lead into the header of the battery. They tried to back the screw out, but the torque wrench just kept spinning and clicking and the screw was not moving. The healthcare provider then grabbed the metal driver on the torque wrench, below the handle, and was able to back the screw out some. The lead was placed in the header of the battery but it ¿did not feel right¿ to the healthcare provider, so a new ins was used to resolve the issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) if information is provided in the future, a supplemental report will be issued.